Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited high capture threshold that had been increasing since 2020. The sensing and pacing portion of the lead was capped on (B)(6) 2024 and another lead implanted for sensing and pacing; the high voltage portion of the rv lead is still active. The patient was stable before, during and after the procedure.